Event description:
It was reported that the pump presents a split occlusion cover and error 41301. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found most of the dso seal torn off, damaged uso seal, cracked battery compartment, slight damage to the bottom of the pump, and a damaged air detector. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso seal and a faulty pwa board were the root causes and were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.